Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a partial lead (only connector portion) was returned in one piece. Visual examination noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of external insulation abrasion is consistent with friction to device can.